Event description:
Prior to a breast biopsy procedure, the cocking mechanism was inconsistent in locking into pre-fire position. The breast biopsy was cancelled. The doctor felt that the pt did not need to schedule biopsy for clinical reasons. There were no pt consequences reported.